Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent high blood glucose readings, with sensor and self-reported values in the 400s, and initial troubleshooting was declined due to call fatigue; subsequent guidance included verifying insulin flow through the tubing and educating on potential infusion site or cannula issues, after which glucose values decreased overnight and a switch to a different infusion set type was initiated. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution of high glucose after intervention. Investigation included customer interview, review of device use, and troubleshooting of infusion delivery and site integrity. Investigation of this case revealed confirmed insulin drops through tubing with suspected infusion site or cannula-related delivery issue, and no device alerts or alarms were reported. It was concluded that the cause of hyperglycemia was unclear, with contributory factors likely related to infusion site or set performance, and user education and infusion set change were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.